Manufacturer narrative:
Eval: cook's instructions for use does indicate that key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation , short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. An internal clinical review indicated the event was caused by pt anatomy.

Event description:
A male pt underwent an elective aaa endovascular repair in 2008. The main body graft and two iliac leg grafts were placed according to labeling. However, a confirmatory angiography revealed a proximal type I endoleak. Another MFR's stent was placed at the proximal sealing site. Only a type ii endoleak remained and the procedure was completed.